Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient got admitted with the following pre-op diagnosis: degenerative lumbar levoscoliosis from l1-5; degenerative disc disease at l3-4 and l4-5; spinal lumbar stenosis from l2 to l5 with significant neuroforaminal stenosis; lumbar spondylolisthesis at l3-4; morbid obesity. Patient underwent the following procedures: l2, 3, 4, and 5 lumbar laminectomies, facetectomies, and foraminotomies for neurological decompression; bilateral foraminotomies for the l2, 3, 4, and 5 nerve roots; posterior segmental fixation with pedicle screws using the depuy expedium system 6 mm x 50 mm screws at l1, 2, 3, 4, and 5; posterolateral arthrodesis at l1, 2, 3, 4, and 5 using autologous morselized bone and bmp; correction of the levoscoliosis. Per op-notes, ¿¿ with the use of the high speed bur drill, the facets as well as the transverse processes from l1 through l5 were then decorticated, and the morselized bone from the lumbar laminectomies were then used along bmp to place in the lateral gutters for posterolateral arthrodesis.¿ no intra-op complications were reported. On (B)(6) 2010: patient got discharged from the hospital. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.